Manufacturer narrative:
H10: of the two devices, two lot numbers were provided, and lot history reviews were performed. Two devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for both malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed difficult to remove. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced difficult to remove. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Two female¿s ages were reported ranging from 43 to 53; however, the weights were not reported.

Manufacturer narrative:
Of the two devices, two lot numbers were provided, and lot history reviews were performed. Two devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For one malfunction, the investigation is confirmed for retrieval difficulties. For another malfunction, the company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced difficult to remove. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Two female¿s ages were reported ranging from 43 to 53; however, the weights were not reported.